Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Information received by medtronic indicated that the reservoir did lock in place into the insulin pump. The customer also stated that the case of reservoir ring was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.